Event description:
Related manufacturer report number: 2017865-2022-38332; related manufacturer report number: 2017865-2022-38334. It was reported that a patient presented to clinic with the pacemaker (pm), atrial lead, and right ventricular (rv) leads affected by twiddler's syndrome. The physician elected to explant the pm, atrial lead, and rv lead and replace with a leadless pacemaker. The patient condition was stable before, during, and after the procedure.